Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since the stimulator was implanted he had a problem with his heart. The patient stated he was having pauses in his heart so he had a pacemaker put in. The patient explained that the stimulator was interfering with the pacemaker. The patient went to their primary doctor and fell going into the office and it was found his heart rate was 43. The healthcare provider shut off the stimulator and took an EKG and his heart was fine. When the stimulator was turned back on his heart rhythm was messed up. The patient mentioned that the stimulator was currently turned off and the settings were recently changed but the issue still persisted. The patient was directed to follow-up with their healthcare provider and it was noted the patient had an appointment with a cardiologist to check for interactions. The indications for use were non-malignant pain and chronic low back pain.